Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first two clips were deployed successfully. On the third firing the clip did not deploy. On the fourth firing the clip was not clamping the tissue. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). Additional information: an er320 device was returned for analysis inside its sterile and closed package; the instrument is from the same lot as the device that was reported in the complaint. The package was opened and the device was tested for functionality; upon testing, the device was cycled, fed, retained and formed twenty clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.